Event description:
It was reported that the patient received blood glucose results of 49 mg/dl at 5:15 p.m. And 90 mg/dl at 7:45 p.m. The patient had hypoglycemia symptoms of feeling jittery with these results. At 9:00 p.m., the patient received a result of 202 mg/dl. She was feeling jittery, nervous, and unable to concentrate. The symptoms became worse as time progressed. The patient opted not to treat herself based upon the result of 202 mg/dl. Her normal dose of 10 units of humalog insulin was taken at 6:30 p.m. Before dinner and her normal dose of 30 units of lantus insulin was taken at 9:00 p.m. The patient's blood glucose result was 164 mg/dl at 10:15 p.m. She was still feeling low blood glucose symptoms. The patient passed out after 10:30 p.m. And she was unconscious for around 20 minutes. The patient's husband called the paramedics. The blood glucose result was 35 mg/dl on their meter. The patient was treated with dextrose solution via IV and a sandwich. The paramedics departed around 11:15 p.m. The patient was not taken to the hospital.